Event description:
The manufacturer received information that a patient with a dreamstation auto CPAP device has passed away. There was no allegation that the device contributed to the death. No additional details were provided. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information that a patient with a dreamstation auto CPAP device had passed away. There was no allegation that the device contributed to the death. No additional details were provided. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no errors. The blower assembly was contaminated, so it was replaced. The device was tested and passed all tests. The manufacturer has updated section h in this report.